Event description:
Event description guidant received information that this dual chamber pacemaker was not used during an implant procedure as the physician wanted a single chamber device. The unused pacemaker was taken and sterilized at another facility. The device was then presented to a physician for use and it was succefully impanted.